Event description:
It has been reported to philips that the customer was having a table issue and rebooted the system. After the reboot, the system would not start back up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and discovered f11 fuse was defective and after replacement it tripped again. A philips field engineer (fse) replaced power tray in m cabinet. Powered up the system and tested for proper operation. Cleaned patient database at the request of biomed as the system was operating very slowly and had too many patients & images on the system. After replacement of power tray, system was returned to use in good working order. The codes were updated based on the investigation outcome.